Event description:
It was reported that on 8/23/2006 patient presented with back and left leg pain. MRI of the lumbar spine indicated ¿postoperative changes of left hemilaminectomy at l4-l5 and interbody fusion at l5-s1. No evidence of central canal or neural foraminal compromise.¿ on (B)(6) 2006 the patient presented with a diagnosis of lumbosacral neuritis, lumbar postlaminectomy syndrome, discogenic pain, and facet joint pain. Patient¿s chief complaint was left hip pain and mid back pain. Per the physician¿s notes, ¿since the last visit, the patients pain has not changed.¿ a tf-esi at left l4-5 and bilateral l5-s1 was performed. (B)(6) 2006 patient presented with left hip pain and mid back pain. Per the physician¿s notes, ¿since the last visit, the patients pain has not changed.¿ a bilateral medical branch block was performed. (B)(6) 2006 patient presented with left hip pain and mid back pain. Per the physician¿s notes, ¿since the last visit, the patients pain has not changed.¿ a discogram l2-3-4-5 was performed. Discogram indicated ¿anterior annular tear at l3-l4 level. The l2-l3 and l4-l5 injected disk space levels appear normal.¿ (B)(6) 2006 patient presented with with left hip pain and mid back pain. Per the physician¿s notes, ¿patient describes pain as shooting, stabbing, tingling, numbness, pressure.¿ interpretation of CT post-discogram (B)(6) 2006 indicated ¿anterior annular tear at l3-4 level.¿ (B)(6) 2006 patient presented for follow up with diagnoses of lumbar postlaminectomy syndrome, lumbosacral neuritis, and facet joint pain. 10/26/2006 patient underwent l4-5 anterior lumbar fusion. (B)(6) 2010 patient underwent abdominal hernia surgery. (B)(6) 2010 patient presented for follow up with chief complaint of mid to low back pain and diagnoses of si joint disorder, lumbar postlaminectomy syndrome, lumbosacral neuritis, and facet joint pain. Per the physician¿s notes, ¿assessment: low back pain that may be secondary facetogenic etiology, pt is noted to have had a anterior fusion done that did not provide pain relief. B/l le pain that is radicular in etiology. B si joint arthropathy. Since last visit pt a CT guided fluid drainage from a complications from a abdominal hernia repair that was done on (B)(6) 2009. Pt states that the post surgical pain has overall improved but now the low back pain at the more on the left then the right. Pt states that it is difficult standing or walking.¿ (B)(6) 2010 patient presented with complaints of mid to low back pain and diagnoses of si joint disorder, lumbar postlaminectomy syndrome, lumbosacral neuritis, and facet joint pain. Patient underwent epidural steroid injection. 6/8/2010 patient presented for follow up with diagnoses of si joint disorder, lumbar postlaminectomy syndrome, lumbosacral neuritis, and facet joint pain. Patient reported mid to low back pain. (B)(6) 2010 patient presented for follow up with diagnoses of si joint disorder, lumbar postlaminectomy syndrome, lumbosacral neuritis, and facet joint pain. Patient reported mid to low back pain. (B)(6) patient presented for follow up with diagnoses of si joint disorder, lumbar postlaminectomy syndrome, lumbosacral neuritis, and facet joint pain. Patient reported mid to low back pain. Physician¿s notes indicate that patient is awaiting psych evaluation. (B)(6) 2010 MRI of the left knee indicted ¿no evidence of an acl tear. Chondromalacia of patella, joint effusion, mcl strain, horizontal tear involving the posterior horn of the medial meniscus. Edema or bone contusion involving the medial tibial plateau.¿ (B)(6) 2010 patient presented for follow up with diagnoses of si joint disorder, lumbar postlaminectomy syndrome, lumbosacral neuritis, and facet joint pain. Patient reported mid to low back pain. Patient was seen for a scheduled medication refill. (B)(6) 2010 patient presented for a medication refill follow-up visit. Patient has existing diagnoses of si joint disorder, lumbar pos tlaminectomy syndrome, lumbosacral neuritis, and facet joint pain. Patient reported mid to low back pain. (B)(6) 2010 patient presented for a medication refill follow-up visit. Patient has existing diagnoses of si joint disorder, lumbar pos tlaminectomy syndrome, lumbosacral neuritis, and facet joint pain. Patient reported low back pain. (B)(6) 2010 patient presented for follow up. Patient has existing diagnoses of si joint disorder, lumbar postlaminectomy syndrome, lu mbosacral neuritis, and facet joint pain. Patient reported low back pain. Per the physician¿s notes, ¿no further opiod medications secondary to uds being positive for thc.¿ patient is awaiting scs trial. (B)(6) 2011 patient presented for a medication refill follow-up visit. Patient has existing diagnoses of si joint disorder, lumbar pos tlaminectomy syndrome, lumbosacral neuritis, and facet joint pain. Patient reported back pain. Patient reported that his medication was not working. Per the physician¿s notes, ¿the location of pain has changed since last visit. He describes this change as ¿both legs and more back pain¿. He states he has numbness/tingling in his bilateral legs and feet. Since his last visit his pain level has increased a lot. Since the last visit his numbness/tingling has increased a lot.¿ (B)(6) 2011 x-rays of the lumbar spine indicated ¿postsurgical changes of l3-s1 laminectomy and lateral fusion with pedicle screw fixation hardware at l3, l4 and l5. There is no evidence of hardware failure or malalignment. Disk prostheses noted at l3-4 and l4-5 with disk cages at l5-s1 and at least partial bony fusion of the lower three lumbar disk levels. A 1.8 cm linear metallic structure within the soft tissues of the back posterior to the l4-5 laminectomy level. A 12 mm sclerotic focus within the right iliac wing adjacent to the right sacroiliac joint.¿ (B)(6) 2011 patient presented with existing diagnoses of si joint disorder, lumbar postlaminectomy syndrome, and lumbar radiculopathy. Patient reported mid to low back pain. Patient underwent epidural steroid injection. (B)(6) 2011 patient presented with existing diagnoses of si joint disorder, lumbar postlaminectomy syndrome, and lumbar radiculopathy. Patient reported lower back pain. (B)(6) 2011 patient presented with existing diagnoses of si joint disorder, lumbar postlaminectomy syndrome, and lumbar radiculopathy. Patient reported back, hip and leg pain. (B)(6) 2011 patient presented with existing diagnoses of si joint disorder, lumbar postlaminectomy syndrome, pain in pelvis/thigh joint, and lumbar radiculopathy. Patient complained of hip pain. Patient underwent intraarticular hip injection. (B)(6) 2011 patient underwent placement of medtronic compact epidural spinal cord stimulator. (B)(6) 2011 patient presented with existing diagnoses of si joint disorder, lumbar postlaminectomy syndrome, low back pain, and lumbar radiculopathy. Patient reported low back pain. (B)(6) 2011 patient presented with existing diagnoses of si joint disorder, lumbar postlaminectomy syndrome, low back pain, and lumbar radiculopathy. Patient reported low back pain. 11/28/2011 patient presented with existing diagnoses of si joint disorder, lumbar postlaminectomy syndrome, low back pain, and lumbar radiculopathy. Patient reported back pain that radiates to ble. (B)(6) 2012 patient presented with existing diagnoses of si joint disorder, lumbar postlaminectomy syndrome, low back pain, and lumbar radiculopathy. Patient reported low back pain. The attorney additionally reports that on (B)(6) 2006 the patient underwent posterior lumbar fusion l3-5 using peek interbody prosthetic grafts, rhbmp-2/acs and autograft bone. Post-op, the patient reportedly developed ¿evidence of lumbar spondylosis with lumbar foraminal compromise and disk protrusion causing nerve root irritation. Posterolateral bony fusion masses. L2-3: (2007) minimal diffuse disk bulge, which encroaches upon inferior aspect of both neural foramina; (2011) moderate diffuse disc bulge and mild bilateral neural foraminal narrowing. L4-5 minimal disk osteophyte complex. Severe lumbar pain which radiates into the bilateral hips. Intractable lumbar pain.¿ it is additionally reported that on (B)(6) 2012 the patient underwent alif l2-3 to treat lumbar spondylosis at l2-3 with lumbar radiculopathy.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient was seen for initial neurosurgical consultation. "Primary complaint of low back pain as well as bilateral leg pain initially stemming from a work related construction injury in 1992. Patient did improve following these surgeries but has since developed and acute exacerbation of discomfort for the last three or four months of insidious onset. He now reports identical symptoms of constant deep central low back pain with bilateral aching shooting pain down the posterior legs and anterior thigh. He has been following a conservative course of treatment including medication management, facet injections, epidural steroid injection, smoking cessation and intentional weight loss. However, the patient denies any lasting relief. On physical examination the patient does demonstrate reduced lumbar rom, bilateral straight leg raising and subjective leg weakness. MRI of the lumbar spine dated (B)(6) 2006 shows evidence of post-operative changes at l5-s I with associated multilevel degenerative disc disease. Provocative discography is positive for concordant pain at l3-4 and l4-5." (B)(6) 2006, patient seen for follow up. "Primary complaint of low back pain as well as bilateral leg pain. This resulted in lumbar laminectomy with posterolateral arthrodesis followed by a subsequent re-operative laminectomy with interbody fusion utilizing iliac crest bone graft (no pedicle instrumentation). The patient did report improvement following surgery although he never achieved full functional capacity. Approximately four to five months ago, the patient developed an acute exacerbation of pain of insidious onset which has been progressively worsening over time despite conservative treatment. He reports a primary complaint of constant deep central low back pain. This is his chronic baseline pain with an intermittent sharp stabbing component. Associated intermittent bilateral aching shooting pain down the posterior legs and anterior thighs with his most severe back pain provoked by awkward movements. The patient currently ranks his pain as a 7 to 8/10 on the pain scale. Patient treated with medication and facet injections. The patient also underwent a diet with no improvement of his back pain following weight loss." (B)(6) 2006, patient presented for surgery with lunbar spondylosis with radiculopathy. Patient underwent posterolateral arthrodesis at l3/4 and l4/5. Patient also underwent posterior lumbar interbody fusion (plif) from l3-l5 using blackstone pedicle screw fixation and bilateral peek interbody prosthetic grafts with rhbmp-2/acs and autograft bone. Allograft and autograft bone was placed laterally to complete the posterolateral arthrodesis. No complications were noted during the procedure. (B)(6) 2006 patient was seen for first post-operative evaluation following plif. Patient stated that "he is doing well at this time. Diffuse whole body ache which is deep and more severe in lumbar region. It is associated with spasm and radiates into bilateral hips. Again, this pain is fluctuant in nature and is typically provoked by prolonged sitting or activity. The patient does continue to make an excellent post-operative recovery at this time and [doctor is] pleased with his progress." Patient underwent lumbar x-rays. Imaging interpreted as follows: "satisfactory postoperative appearance." (B)(6) 2007, patient was seen for follow up. Primary complaint of "diffuse and central low back pain which radiates into the bilateral hips and down the posterior thigh with some milder-radiation forward into the anterior leg. He has been wearing his brace and walking 15 to 10 minutes a day, although he states his pain is activity dependent. As a result, the patient is primarily sedentary although his pain does require frequent position changes and be also experiences significant discomfort from prolonged sitting." (B)(6) 2007, patient seen for follow up. "Patient has initiated physical therapy in conjunction with a home exercise program. He does feel he is improving at this time and his good days outnumber his bad days. He does continue to experience some residual diffuse low back pain which radiates into the bilateral hips and down the posterior thigh some milder radiation into the anterior legs. He has been wearing his brace and walking on a daily basis." (B)(6) 2007, patient seen for a routine post-operative evaluation. The patient states that "he has improved from his pre-operative status although he does experience some persistent discomfort. His primary complaint is of constant achy low back pain with achiness and restlessness of the leg at night." Patient underwent lumbar x-rays. Imaging interpretation as follow: "there is no evidence for hardware failure. Prosthetic disk spacers are present at l3-l4, l4-l5 and l5-sl without change in position. Laminectomy changes at l3, l4 and l5 are noted. The alignment is normal. There is no fracture. Lateral fusion is again identified. Degenerative spurring is noted in the lower thoracic, upper lumbar region." (B)(6) 2007, patient seen for follow up. Patient "continued to experience some low back pain and left hip pain along with some bilateral leg pain and some difficulties with restless legs. He reports that he does experience achiness in his legs primarily at night. He rates discomfort as a 6 to 7." (B)(6) 2007, patient underwent CT of lumbar spine. Imaging interpreted as follows: "expected postoperative changes from laminectomies and posterior fusion involving the l3 through l5 levels along with intervertebral disk spacers at the l3-4 through l5-sl level. There is no evidence for hardware loosening or failure. The lateral masses at the postoperative site appear grossly intact. There are no significant disk herniations, evidence of central canal stenosis or abnormal postoperative fluid collections. Minimal osseous foraminal narrowing noted on the right at the l4-5 level. Anterior marginal osteophytes are noted at t11-12, t12-l1 and minimal disk osteophyte complex present at l4/5." (B)(6) 2007 patient seen for follow up. Patient reported "constant diffuse low back stiffness which is activity dependent. Associated radiation of pain into the hips and aches of the bilateral legs. Associated restlessness of the legs." (B)(6) 2008, patient seen for follow up. Patient continues to report "constant debilitating pain. He describes a constant diffuse low back stiffness which is activity dependent. Associated radiation of pain into the hips and aching of the bilateral legs. He also notes restlessness of the legs at night." (B)(6) 2010, patient seen for follow up. Patient noting "worsening of low back pain over the past one-and-a-half years with bilateral leg pain. He reports a complaint of left sided dull, sharp and stabbing low back pain that radiates to the right side. Associated bilateral leg pain down through the hips to the lateral legs, terminating at the feet. He does report numbness of the bilateral legs as well. He has been experiencing leg weakness as well along with popping of the left knee. He has experienced falls secondary to his leg discomfort. He is unable to ambulate for greater than 1 0 minutes without a significant increase in pain. Aggravating factors include twisting, bending and walking. He notes no specific alleviative factors. His pain reaches a maximum intensity of 10/10 on the pain scale with a minimum intensity of6/10. His back pain causes him more discomfort than his leg pain." (B)(6) 2010 patient underwent CT myelogram of lumbar spine. Imaging interpretation as follows: "status post l3-sl metallic and osseous fusion with the metallic fusion ending at the l5 level. Also, there is a laminectomy defect at the l3-4 and l4-5 levels. At the l2-3 level, there is a mild right and at least moderate left neural foramina} stenosis due to disk bulging and facet spurring/arthropathy." (B)(6) 2010, patient seen for follow up. Patient continued to report "left sided dull, sharp and stabbing low back pain that radiates to the right side. Associated bilateral leg pain down through the hips to the lateral legs, terminating at the feet. He does report numbness of the bilateral legs as well. He has been experiencing le weakness as well along with popping of the left knee. He has experienced falls secondary to his leg discomfort. He is unable to ambulate for greater than 10 minutes without a significant increase in pain. Aggravating factors include twisting, bending and walking. He notes no specific alleviative factors. His pain reaches a maximum intensity of 1 of 10 on the pain scale with a minimum intensity of 6/10. His back pain causes him more discomfort than his leg pain. The patient has been following a conservative course of treatment for his discomfort since his surgery." (B)(6) 2011, patient underwent CT myelogram of lumbar spine. Imaging interpretation as follows: "no evidence of central canal stenosis or critical neural foraminal narrowing. Mild neural foraminal narrowing at t11-t12 and l2-l3. Moderate disc bulge at l2-l3. Postoperative changes as above with no evidence of hardware failure. There is adequate arthrodesis is noted at his prior surgical levels." (B)(6) 2011, patient seen for follow up. Patient continues to report "diffuse low back pain which is predominantly centralized between l3 and l5. It shoots into the buttocks and down the posterolateral thighs, left equal to right. It is provoked by activity or changing position. There is mild degenerative disc disease most notable at l2/3 and lesser extent l5/s1." (B)(6) 2011, patient underwent spinal cord stimulator trial. Patient had an excellent response to the spinal cord stimulator trial. Patient showed, greater than 55% improvement in his symptomatology; however, he has had some new symptomatology." The patient did not undergo further implantation of stimulator. (B)(6) 2011, patient fell at work resulting in exacerbation of patient symptoms. (B)(6) 2012, patient underwent MRI of the lumbar spine.. Imaging interpretation: "postsurgical changes of l3-l5 laminectomy with pedicle screw fusion at l3, l4 and l5 and disk space prosthesis at l3-4, 4-5, and 5-s1. The spinal canal is adequately decompressed at the laminectomy siteand there is no abnormal enhancing granulation tissue at the surgical bed or within the spinal canal. Mild disk bulge at l2-3 without evidence of spinal stenosis or disk protrusion. Facet hypertrophy bilaterally at l2-3 results in bilateral neural foraminal stenosis." Patient underwent lumbar x-rays. Imaging interpretation as follows: "previous surgical changes identified. No evidence of hardware failure, mild anterior wedging of the l1 vertebral body unchanged. This could be physiologic or related to an old compression deformity, and minimal retrolisthesis of l2 on l3 of approximately 1 mm. There is mild diffuse disk bulge but no evidence of focal disk protrusion. Facet hypertrophy is identified bilaterally and this results in bilateral neural foraminal stenosis." (B)(6) 2012, patient was seen for follow up. Patient "continues to report chronic diffuse low back pain which is predominantly centralized between l2 and l5. He sprained his right knee several weeks ago with significant increase in right sided low back pain into the right hip. He also continues to experience chronic left hip and leg pain as well. He notes shooting pain into the buttocks and posterolateral thighs, left greater than right. It is provoked by any activity or by changing position. He denies any alleviative factors. Lastly, he notes numbness of the bles with gradual weakness." (B)(6) 2012, patient presents for follow up evaluation. Patient noting "continued discomfort. He does report chronic diffuse low back pain that is predominantly centralized between l2 and l5. He reports pain that radiates to the bilateral hips and legs as a shooting discomfort into the bilateral buttocks and posterolateral thighs. He reports a "clicking" sound with movement. Provocative factors include activity or change in position. He denies any alleviative factors. Associated ble paresthesias with weakness after prolonged standing or walking." (B)(6) 2012, patient presented with lumbar spondylosis at l2-3 with lumbar radiculopathy. Patient underwent anterior lumbar interbody fusion (alif) at l2-3 using peek interbody spacer at l2/3 and nuvasive anterior plating system. After discectomy was performed, spacers were packed /placed with allograft trinity bone and allograft chips. After the arthrodesis was completed at this level, the anterior plating was then placed at l2-3 using nuvasive plate. Prior arthrodesis at l3/4 was evaluated for add-on stability for l2/3. (B)(6) 2012, patient presented for his first postoperative evaluation status post alif. The "patient states he is making progress at this time. He does experience diffuse spinal pain throughout the thoracic and lumbar region. The extent of his thoracic pain has improved more than his low lumbar pain. He continues to experience some pain radiating down the bilateral hips and anterior thigh. He denies any clicking sensation with movement or lumbar flexion. He denies any pain down the buttocks and posterolateral legs. Ap and lateral lumbar spine x-rays dated (B)(6) 2012 confirm satisfactory post-surgical changes and are otherwise unremarkable." (B)(6) 2012, patient seen for a "routine post-operative evaluation status post an anterior lumbar interbody fusion l2-3 (xlif). The patient states he continues to make progress at this time. He does note a primary complaint of diffuse spinal pain throughout the thoracic and lumbar region. It is also diffuse across the low beltline. It is a chronic aching pain with intermittent spasm. It continues to radiate down the bilateral hips and anterior thighs. It is improved from his pre-operative status and he is able to sit for a longer period of time. The patient reports a secondary complaint of headaches. They are frontal and peri-orbital. They are mild constant headaches that can become intermittently severe one to two times a week. He denies any provocative or alleviative factors. The patient has been following conservative measures. He denies any post-operative physical therapy. He continues to wear his back brace." (B)(6) 2012, patient seen for a "routine post-operative evaluation status post an anterior lumbar interbody fusion l2-3 (xlif). The patient continues to make progress although hedoes experience some residual discomfort. This causes him significant anxiety and depression. He notes diffuse spinal pain althoughit is most prominent at the belt line and into the si joints. He also notes stabbing pain into the right buttock. His symptoms are most pronounced with ambulation. They are alleviated by sitting down. However, prolonged sitting will increase thoracolumbar discomfort. He describes his pain as a chronic aching with intermittent spasm that radiates into the bilateral hips and anterior thigh. He otherwise denies any leg pain. The patient has been following conservative measures for his discomfort." (B)(6) 2012, patient seen for a "routine post-operative evaluation status post an anterior lumbar interbody fusion l2-3 (xlif). Patient presents noting discomfort. He reports that he was improving following surgery, however reports slight worsening discomfort since his last office evaluation. He reports diffuse sharp, stabbing low back pain with associated radiation to the bilateral legs. Provocative factors include prolonged sitting or standing. His pain is minimally alleviated with pain medication. At this time his symptoms remain persistent. He will continue with his current medication regimen." Patient underwent lumbar x-rays. Imaging interpreted as: "postsurgical changes of l2-l5 fusion with hardware intact without evidence of loosening and mild anterior wedging of the l1 vertebral body which is unchanged dating back to 2007." (B)(6) 2012, patient seen for a "routine post-operative evaluation status post an anterior lumbar interbody fusion l2-3 (xlif). Patient presented with discomfort. While he has made some improvement since surgery, the patient continues to report diffuse low back pain which radiates into the bilateral hips. Patient notes sharp, stabbing low back pain which radiates down the bilateral legs. Associated aching discomfort diffusely throughout the legs which is provoked by prolonged walking and sittingfor greater than one hour. His pain is minimally alleviated with pain medication. The patient has been following a conservative course of treatment for his discomfort. Patient symptoms do remain relatively stable. He does continue to experience chronic discomfort. The patient is recommended to undergo lumbar spine physical therapy." (B)(6) 2012, patient seen for a "routine post-operative evaluation status post an anterior lumbar interbody fusion l2-3 (xlif). Patient complained of low back pain (lbp) and bilateral leg pain. Patient presents noting discomfort. While he has made some improvement since surgery, the patient continues to report diffuse low back pain which is most prominent in the si joints. It then radiates into the bilateral hips. He also notes sharp, stabbing low back pain which radiates down the bilateral legs. Associated aching discomfort diffusely throughout the legs which is provoked by prolonged walking and sitting for greater than one hour. His pain is minimally alleviated with pain medication." (B)(6) 2013, patient was seen for follow up neurosurgical consultation "status post an anterior lumbar interbody fusion l2-3 (xlif). Patient complained oflbp and bilateral leg pain. "The patient presents noting discomfort. While he has made some improvement since surgery, the patient continues to report diffuse low back pain which is most prominent in the si joints. It then radiates into the bilateral hips. He also notes sharp, stabbing low back pain which radiates down the bilateral legs. Associated aching discomfort diffusely throughout the legs which is provoked by prolonged walking and sitting for greater than one hour. His pain is minimally alleviated with pain medication. His symptoms have been progressively worsening over time, legs greater than back. The patient has been following a conservative course of treatment for his discomfort."